Event description:
It was reported that the customer was experiencing battery charging issues. There was no reported impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issues. No additional patient or event information was available.